Manufacturer narrative:
Investigation summary: a review of the device history record revealed no irregularities during the manufacture of the reported lot. Based on the complaint information and the additional information provided from customer it was confirmed that the product 305118 consist in the assembly of two products 305604 and 305091. The issue notified says that lid doesn¿t closing properly however, this issue could be generated by and incorrect assembly on the lid (placed on backwards) or due to a failure in the mechanism of the trolley therefore, additional information like a picture or samples of the lid used with the trolley is needed to determine the root cause of this failure mode. As part of this investigation a sample of trolley was received from customer which was functionally evaluated, and no issues were found; the sample was assembled with the collector applicable and none issues were seen when it is being used. Due to this, was discarded that the issue was generated by the trolley failures therefore, the failure could be generated due incorrect assembly of the collector in the trolley or incorrect assembly of slider door in the lid however, a picture is needed to determine the root cause. Conclusion: based on information provided from customer it was not possible determine the root cause of this failure because there is not enough information like a picture of collector to evaluate the functional failure, potential root causes have been identified however a sample is needed to confirm it (note: the trolley was ruled out of this failure because the sample received was working properly).

Event description:
It has been reported that one sharps coll slide close 9 gal red kit has been found experiencing difficulty to close the lid before use. The following has been provided by the initial reporter: the lid opens as usual however it closes very slow and sometimes it doesn't close.

Manufacturer narrative:
OEM updated. The following information has been updated: the manufacturing location for this product is sakai create. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It has been reported that one sharps coll slide close 9 gal red kit has been found experiencing difficulty to close the lid before use. The following has been provided by the initial reporter: the lid opens as usual however it closes very slow and sometimes it doesn't close.

Manufacturer narrative:
The manufacturing location for this product is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one sharps coll slide close 9 gal red kit has been found experiencing difficulty to close the lid before use. The following has been provided by the initial reporter: the lid opens as usual however it closes very slow and sometimes it doesn't close.